Event description:
It was reported that during a ptca procedure, the balloon catheter became stuck on the guide wire. When removing the catheter the soft tip separated and remained on the guide wire. No patient injury was reported.